Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the right ventricular (rv) lead was capped and left in place. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental is being filed to capture the correct product status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.